Event description:
It was reported, the programmer would not boot up. The programmer was returned for service. No patient involvement or complications were reported.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm that the device would not boot up, however, found that the low voltage differential signaling (lvds) board was loose which causes display to cut out intermittently. Device boots up as required with no errors. It was also noted that there is a missing rubber foot on the lower case and the electrocardiogram (ECG) connector was loose.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.